Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Corrosion was noted in the pod. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. It could not be conclusively determined if these cracks contributed to the corrosion found in the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours their blood glucose level rose to 496 mg/dl. As treatment, the patient applied a new pod.